Event description:
It was reported that an alert 38 motor stall occurred shortly after a scheduled cartridge and tubing change, persisted after restart, and continued following a full supply change. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included transition to multiple daily injections as backup therapy and continued cgm use. Investigation included customer troubleshooting guidance to change the cartridge and connector and to restart the device, with subsequent escalation. Investigation of this device revealed a persistent motor stall consistent with a device mechanical, or drive-train malfunction related to the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the pumping system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.